Event description:
A user facility reported the airway tube on this lma broke at the connector end. The device was reconnected without moving the lma and the procedure continued without any pt injury or problem. The device has been returned to lma north american and will forwarded to the MFR for evaluation.